Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to protruded loose drive support disk. The beeps were heard and the numbers were displayed on the screen properly during the priming process. The insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Event description:
Customer reported he was changing his infusion set and when he was priming, the piston kept moving and squirted insulin out. Customer's blood glucose is 135 mg/dl. Customer stated he cannot exit the preparing to prime loop. Customer was advised to hold down the act button until he receives a second series of beeps or numbers. He stated nothing appeared on the screen. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.